Event description:
Event description boston scientific received information that this ventricular lead had a loss of capture 3 days after the implant procedure. It was thought that this was a micro-dislodgement, and the lead was successfully repositioned. After the repositioning the threshold, sensing and impedance measurements were all normal.